Event description:
It was reported that during the implant it was not possible for the guidewire to pass through the lead thus a lead fracture was suspected. It was not possible to retrieve the lead as the patient had health issue related to hepatitis. No adverse patient effects were reported. The lead will not be returned.